Manufacturer narrative:
The field service representative found a vacuum failure in the tubing and replaced the tubing. He adjusted the cell blank level and the customer ran qc with all results within specification. As the qc recovery was within range there was no indication for a performance issue of reagent. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for five patient samples from the cobas 8000 c 702 module. Patient 1 initial result was 22 mg/dl and the repeat result was 91 mg/dl. Patient 2 initial result was 22 mg/dl and the repeat result was 81 mg/dl. Patient 3 initial result was 24 mg/dl and the repeat result was 88 mg/dl. Patient 4 initial result was 35 mg/dl and the repeat result was 105 mg/dl. Patient 5 initial result was 31 mg/dl and the repeat result was 109 mg/dl. The questionable results were not reported outside of the laboratory. The reagent lot number was 44306701 with an expiration date of 31-jan-2021.